Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-428a-1811: the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the glass cap exhibits severe crystal deposit at the output window; no detritus adhesion is visible on the metal cap. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of" fiber timed out" was confirmed; a cap fracture was also observed; the probable root cause of this last failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 144,362 joules used; 17:38 minutes, the fiber timed out. The fiber was exchanged and the procedure was completed with a second fiber."no patient injury" reported.